Event description:
It was reported that an asymptomatic patient presented in the operation room for a scheduled device replacement. During the procedure, the right ventricular lead that had a previous history of high capture threshold, high pacing lead impedance and r- wave amp variation was capped and replaced. The patient was stable during and post procedure.